Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and worsened mitral regurgitation (mr). It was reported that this was a mitraclip procedure performed to treat mixed mr with a grade of 4+. The mean pressure gradient was 2mmhg. The first clip delivery system (cds 80405u170) was advanced to the mitral valve; however, grasping was difficult and there was loss of leaflet capture after the grippers were lowered. It was noted that a leaflet tear occurred and the mr worsened. The clip was not implanted and the cds was removed. A total of two clips were implanted treating the tear and reducing the mr to 2. After the final clip was implanted, the mean pressure gradient was 8mmhg. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The leaflet pathology was described as having significant annular calcification as well as calcium on the leaflets which likely caused the difficulty gripping and leaflet damage resulting in worsening mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.